Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise on the ra, rv, and shock channels. The noise was oversensed and resulted in pacing inhibition and inappropriate atrial tachy response (atr) episodes. It was noted that the noise was caused by the patient receiving medical therapy for skin tags. No actions or interventions were required. No adverse patient effects were reported. The device remains in service.